Event description:
At the beginning of the volt af ide procedure and small pericardial effusion was noted. After the left superior vein (1st vein that received therapy) it was noted on ice the pericardial effusion was enlarging. Dr. Sundaram and dr. Alyesh noted enlarged effusion, subject was stable. Mds decided to ablate the left inferior pulmonary vein via volt pfa. Meanwhile, dr. Sundaram was prepping for pericardialcentsis. Subject started on levophed and titration to effect. Bp stable. Pericardialcentsis done and subject stable so mds continued to ablation the right pulmonary veins. Dr. Sundaram, continued to drain the effusion while ablation of right veins. Pfa caths withdrawn. Subject's bp started to become unstable. Levophed increased and more blood drained from effusion. Md giving blood back from centsis bag. Ice taken out and subject taken to or.

Manufacturer narrative:
One 13f agilis steerable introducer sheath and dilator were received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The sheath was unable to deflect in one direction due to the detachment of one of the pull wires from the pull ring at the distal end of the sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the detached pull wire remains unknown.